Event description:
Central line tubing became caught and the y-connector came apart. This occurred where the tubing connects to the luer lock end that connects to central line "hub." There was no harm to the baby.